Manufacturer narrative:
The following field was updated due to corrected information: describe event or problem: it was reported that bd¿ insulin syringe black plunger was deformed in the syringe. No serious injury or medical intervention was reported. Verbatim: "a product complaint from (B)(6) was received. It was reported that black plunger was deformed in the syringe. Investigation: customer returned (1) 1/2cc, 8mm, 30g syringe in an open blister pack from lot # 7277532. Customer states that the black plunger was deformed in the syringe. The returned syringe was examined and exhibited a deformed stopper in the barrel. CAPA (B)(4) has been opened to address this issue. A review of the device history record was completed for batch# 7277532. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity.

Event description:
It was reported that bd¿ insulin syringe black plunger was deformed in the syringe. No serious injury or medical intervention was reported. Verbatim: "a product complaint from (B)(6) was received. It was reported that black plunger was deformed in the syringe.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ insulin syringe black plunger was deformed in the syringe. No serious injury or medical intervention was reported. Verbatim: "a product complaint from (B)(6) hospital was received. It was reported that black plunger was deformed in the syringe. Details as per attached photo. In your investigation report, please also attach proven documents (e.g. Photos of new facility / check records and etc.) To substantiate the corrective / preventive actions."